Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-8216-70, serial number: (B)(4) , batch/lot number: 7006025, model/catalog description: artisan lead 70 cm.

Event description:
A report was received that the physician suspected that the patient had an infection that followed the lead site from the pocket site. The physician does not believe the infection is device related and stated that the patient had a skin allergy. The patient had symptoms of a fever and a swelling pocket. The ipg and the paddle lead were explanted. The explanted devices were discarded in a bin by the facility. The patient was then placed on antibiotics, daptimicide, sephodaxine, and gentamicide. The patient is doing well post-operatively.

Manufacturer narrative:
Explanted devices were discarded by the facility.

Event description:
A report was received that the physician suspected that the patient had an infection that followed the lead site from the pocket site. The physician does not believe the infection is device related and stated that the patient had a skin allergy. The patient had symptoms of a fever and a swelling pocket. The ipg and the paddle lead were explanted. The explanted devices were discarded in a bin by the facility. The patient was then placed on antibiotics, daptimicide, sephodaxine, and gentamicide. The patient is doing well post-operatively.